Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed errors, had a blank display, and had a constant tone. Customer's blood glucose was 170 mg/dl. Customer was advised to wait 2 hours before reinserting the battery. Customer's blood glucose was 58 mg/dl. Customer reported the new battery did not restore normal device function. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck full segment display due to faulty component on the interface board. No blank display. Inserted battery and monitored and no constant tone or audio or beep anomaly during test. No a2 alarm and no a3 alarm. Unable to verify back light anomaly and time anomaly due to stuck full segment display. No cosmetic damage noted.